Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 04-mar-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plantiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding), abdominal pain and back pain. Surgeries were performed (hysterectomy was reported). Device removal occurred. These events were considered serious and listed in the reference safety information for essure. This case was reported with limited information and no information regarding alternative explanation was provided. Considering the nature of the events, causal relationship with suspect insert cannot be excluded. Since surgical intervention and device removal were performed, this case was regarded as incident. Based on the available information no product quality defect was confirmed. Additional information will be obtained through the normal litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a adult (>=18y & <65y) female plaintiff in united states on 14-jan-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. She experienced heavy bleeding (first surgery performed in (B)(6)) and second surgery performed in (B)(6) due to abdominal pain and back pain. Hysterectomy was reported. On (B)(6) 2015, essure device was removed. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding), abdominal pain and back pain. Surgeries were performed (hysterectomy was reported). Device removal occurred. These events were considered serious and listed in the reference safety information for essure. This case was reported with limited information and no information regarding alternative explanation was provided. Considering the nature of the events, causal relationship with suspect insert cannot be excluded. Since surgical intervention and device removal were performed, this case was regarded as incident. A product technical analysis is being sought. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.